Event description:
The manufacturer field service technician reported, that the device overheated. While it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
H3 other text: device not returned.